Event description:
Business partner reports the pt was given lenses on a trial basis. The pt called them on (B)(6) 2012. The pt had worn the lenses over night from (B)(6) 2012 and upon waking the next day (B)(6) 2012, he experienced extreme pain and watering. The business partner reports viral infection (ulcer not specified). Attempts to collect more info were made with no reply to date. No lenses were returned and no lot info provided.